Event description:
Event description guidant received information that this right ventricular endocardial lead exhibited noise and oversensing on rate/sense channel which appearanced to be diaphragmatic oversensing. There were four non-sustained episodes and pacing inhibition noted. Lead measurements are stable and within a normal range. In addition, an x-ray revealed a possible left ventricular dislodgment (lv). Lv capture and sensing were unable to be obtained.